Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: 10/30/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed event alarms and warnings recorded. On examination, the battery compartment was noted to be cracked from the threads to the case seal. On testing, the pump powered on with a discolored, but fully functional display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. On investigation, the keypad was found to be fully intact without peeling or visible damage. Testing of the keypad revealed the ok and contrast buttons to be intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. The ok and contrast buttons were intermittently unresponsive and there was contamination under the contact of all the buttons. This report is made based on results of investigation completed on (B)(6) 2012.